Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient reports several falls. The rep met with the patient for reprogramming. Troubleshooting was attempted but the patient was not perceiving any paresthesia on both leads. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy after taking several falls. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.